Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a missing sensor wire upon sensor insertion on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information was provided.